Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) contacted technical services (ts) reporting an episode of tachycardia in which the device did not deliver therapy, leading to a syncopal event with a fall and two lacerations in the head requiring stitches. The patient also reported being hospitalized for two days and still recovering. No additional adverse patient effects were reported. This device remains in service.